Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was near syncope. It was also reported that the right ventricular (rv) lead exhibited high thresholds. It was also reported that the rv lead potentially exhibited non-capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.